Manufacturer narrative:
The event unit is not returning to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: hysterectomy. Event description: hospital: [hospital name] notes on feedback 7428: surgeon stated outside of jaw was quite hot - accidentally nicked the bladder and surgeon reported left slight singe. No adverse outcome for patient. Device also stuck around ip - stickiness was on the jaw edge. Surgeon noted that when sealing and transecting, cut length wasn't consistent - sometimes shorter. Description of event: sealing and dividing tissue as part of hysterectomy procedure. Surgeon stated outside of jaw was quite hot - accidentally nicked the bladder and surgeon reported left slight singe. No adverse outcome for patient. Device also stuck around ip - stickiness was on the jaw edge. Surgeon noted that when sealing and transecting, cut length wasn't consistent - sometimes shorter. There was no clinical impact to the patient as a result of the event. The user resolved the situation with no change to procedure, continued with device throughout whole procedure and completed the procedure successfully. Type of intervention: no change to procedure, continued with device throughout whole procedure and completed procedure successfully. Patient status: recovered well.

Event description:
Procedure performed: hysterectomy. Description of event: surgeon stated outside of jaw was quite hot - accidentally nicked the bladder and surgeon reported left slight singe. No adverse outcome for patient. Device also stuck around ip - stickiness was on the jaw edge. Surgeon noted that when sealing and transecting, cut length wasn't consistent - sometimes shorter. Sealing and dividing tissue as part of hysterectomy procedure. Surgeon stated outside of jaw was quite hot - accidentally nicked the bladder and surgeon reported left slight singe. No adverse outcome for patient. Device also stuck around ip - stickiness was on the jaw edge. Surgeon noted that when sealing and transecting, cut length wasn't consistent - sometimes shorter. There was no clinical impact to the patient as a result of the event. The user resolved the situation with no change to procedure, continued with device throughout whole procedure and completed the procedure successfully. Additional information was received from an ama surgical specialist: "sticking did not lead to bleeding. It was the last seal of the procedure and it was the specimen side of the seal that stuck to the jaws. As the device was pulled toward the surgeon the specimen came with it. The surgeon tried applying energy with the jaws open such that the specimen would come off but couldn't reach the activation button (single step) and eventually the specimen just fell off the jaws on its own / became unstuck." Type of intervention: no change to procedure, continued with device throughout whole procedure and completed procedure successfully. Patient status: recovered well.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.